Manufacturer narrative:
The customer was sent replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they received a shipment of access substrate in which four bottles were crushed. No injury was reported.